Manufacturer narrative:
Fi/DHR summary: the material test records for sheeting, unvulcanized .020 were verified per the corresponding procedures, visual and physical inspection were performed, and all components were noted conformant during the testing. The material test records for patch, 40 mm was verified per the corresponding procedures, visual and physical inspection were performed, and all components were noted conformant during the testing. DHR for shell run numbers (B)(6) did not identify any deviations, errors, omissions, or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. See (B)(6) run attached. Review of DHR for work order (B)(6) did not identify any deviations, errors, omissions, or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. See ¿(B)(6) router¿ attached. The DHR assembly report from sap was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See ¿(B)(6) report¿ attached. The document gel-implant and sizer vulcanizer equipment log was verified and all parameters temperature-time-pressure during the vulcanization process met the specifications. See (B)(6) form attached. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 2466104 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review the reported complaint was not confirmed.

Event description:
Sales representative reported left side skin itchiness and healthcare professional later reported "rupture" and "concern with the product". This record is for the left side. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" and "concern with the product". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. Additional observations: ¿ observed deformation on the device. ¿ observed split in patch area, it is out of specification per qa 199.04 (ss) a further investigation is requested to analyze the split in patch observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Sales representative reported left side skin itchiness and healthcare professional later reported "rupture" and "concern with the product". This record is for the left side. Device remains implanted.